Event description:
Venous access was obtained by needle. When guide wire was passed through, resistance was met. While trying to remove the guide wire it got stuck with approx 2 cm of wire still inside the pt. Entire needle and wire had to be removed. Still unable to pull guide wire back through. A second kit had to be used.